Event description:
Tampons split down the center...unfolded themselves [device breakage]. Case narrative: consumer reported via email that the tampon split down the center and unfolded. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Manufacturer narrative:
An investigation is in progress for returned product received on november 10, 2022.

Event description:
Tampons split down the center...unfolded themselves [device breakage]. Case narrative: consumer reported via email that the tampon split down the center and unfolded. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampons split down the center...unfolded themselves [device breakage]. Case narrative: consumer reported via email that the tampon split down the center and unfolded. No injury was reported.

Manufacturer narrative:
Correction: product name there is insufficient information to perform a product investigation.

Event description:
Tampons split down the center...unfolded themselves [device breakage] case narrative: consumer reported via email that the tampon split down the center and unfolded. No injury was reported.